Event description:
Peripheral cutting balloon registry.it was reported that in 2007 the patient underwent treatment with the peripheral cutting balloon device for two lesions. Target lesion 1 was de novo located in the femoral artery with a 5mm reference vessel diameter and a 10mm target lesion length. The lesion had 80% stenosis pre-procedure and 5% stenosis post-procedure. The vessel tortuosity was none and the calcification at the target lesion was mild. The lesion morphology was a highly calcified lesion with concentric stenosis. Target lesion 2 was de novo located in the femoral artery with a 5mm reference vessel diameter and 10mm lesion length. The lesion had 80% stenosis pre-procedure and 5% stenosis post-procedure. The vessel tortuosity was mild and the calcification at the target lesion was moderate. The lesion morphology was a highly calcified lesion with concentric stenosis. The patient had a one-month follow up visit the following month. The target lesion was patent. There were no adverse events or interventions required since procedure. The patient had a three-month follow up visit in 2008. The target lesion was patent. There were no adverse events or interventions required since procedure. The patient had a six-month follow up visit four months later. Conventional angioplasty with stenting was performed the same month, in the target vessel with angiographic documentation of restenosis at that time. No twelve month follow up data was provided.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). Device not returned for analysis.